Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the plastic threading of the adapter is cracked and the space is enough, so the adapter is not fitting on the pump and could lead to insulin leakage. No adverse event reported. Requested return of the alleged device for evaluation.